Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in a ventricular tachycardia episode, an appropriate burst of anti-tachycardia pacing (atp) was delivered which ended the episode. However, due to atrial fibrillation rapid ventricular response a second burst of atp was inappropriately delivered, which led to the device in entering in a ventricular tachycardia episode again. The device delivered a shock which ended the episode. No changes were performed. This device remains in service. No further adverse patient effects were reported.